Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead, implanted: (B)(6) 2000; 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was capped due to phrenic nerve stimulation. No patient complications have been reported as a result of this event.